Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that whenever the patient's implantable neurostimulator (ins) in their thorax was below the surface of the water they felt the stimulation increase to such an extent that they could not bear it. This would put a lot of stress on the patient. They had turned down the stimulation before swimming on vacation, quickly got out of the water and increased it again. Unfortunately the patient was very sensitive (they reacted to turning it off, impedance measurement, changes in stimulation immediately) so it was not a solution for them. The patient reported that they had only had this problem with the water when swimming or bathing since their ins change from a percept pc to an activa rc. Currently they were stimulated with constant voltage. They tried switching cv to cc but couldn't handle the programming. The data reports would be returned for a possible explanation and the doctor would schedule another outpatient appointment to find a solution.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the stimulation changes under water was not determined. After reviewing the reports there was no indication of a faulty system. An outpatient appointment was made for the patient on (B)(6) 2022. Additional information was received: it was reported that the patient's outpatient clinic visit went well. Impedance measurements showed normal impedances levels at both electrodes at 3v. They palpated the system to see whether the same sensation could be provoked, but the patient didn't experience the feeling. X-rays were taken with the patient's arms up and down, but nothing suspicious was seen. There were no more possible changes to programming, so no more actions would be taken.